Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery alarm was confirmed due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, it was determined that the root cause of the reported condition was assigned to depleted batteries due to use/user error.

Event description:
This is a report of a colleague infusion pump in with a damaged battery alarm. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this report. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.